Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood in the guide wire lumen and on the shaft, and thick dried contrast on the shaft, balloon and in the inflation lumen. This is consistent with preparation and advancement in the body. The tip length and stent implant outer diameters met manufacturing criteria. It was confirmed that the stent implant had moved/dislodged distally and was located over the distal balloon taper and over the tip. However, there were crimp marks on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The first three rows of distal stent struts were flattened, however, this damage was not reported and likely occurred during packing, handling, and return to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as moderately calcified, which likely contributed to the failure to cross. In this instance, it is likely that during advancement, the stent implant became disrupted on the balloon, such that during withdrawal of the stent delivery system (sds), the stent interacted with the calcification or the tip of the guiding catheter causing the stent to be moved distally toward the tip. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. Additionally, there were bends noted in the hypotube distal to the strain relief tubing. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedure or possibly as a result of packaging and shipment back to abbott vascular for analysis. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint and there have been no related incidents reported for this lot. Additionally, on-line test data for this lot shows all units passed the manufacturing criteria. This suggests that there are no lot specific product quality deficiencies. In this case, the failure to cross, stent movement/dislodgement, and subsequent stent damage and bends in the hypotube, appear to be related to operational context. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter, and a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the circumflex artery (cx). After pre-dilatation, the xience v was advanced through the guide catheter and made it to the ostium of the cx, but it could not be advanced any further. The stent delivery system (sds) was removed and upon examination, the distal end of the stent implant (approximately 5 mm) was noted to be hanging off the balloon. There was no reported resistance removing the sds through the guide catheter. A new same size xience v was used to successfully complete the procedure. There was no patient effect and no significant delay in procedure. Patient outcome was good. It was further reported that the device was examined prior to use and the stent was positioned correctly on the balloon. No additional information was provided.